Event description:
During an implant procedure, the insulation of the right atrial (ra) lead was observed to be twisted due to an unknown cause. The ra lead was implanted to resolve the event. The patient was stable and will continue to be monitored.